Event description:
It was reported that at the implant procedure for a unknown competitor's right ventricular (rv) lead, this implantable device demonstrated high rv threshold measurements. Post-implant following wound closure, the high rv threshold measurements persisted. The physician elected to surgically explant and replace this device to resolve the event. The device was subsequently received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that at the implant procedure for a unknown competitor's right ventricular (rv) lead, this implantable device demonstrated high rv threshold measurements. Post-implant following wound closure, the high rv threshold measurements persisted. The physician elected to surgically explant and replace this device to resolve the event. The device was subsequently received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.